Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.

Event description:
It was reported that the screen on/quick bolus button is not functioning when pressed, the screen does not illuminate. The device works when plugged in to a power source.